Event description:
It was reported that a malfunction alarm occurred, displaying "high" as the blood glucose value, indicating it exceeded 500 mg/dl. The customer corrected this by administering an injection manually and did not require assistance from any third party. Technical support provided guidance for resetting the pump, and after the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer acknowledged the instructions and agreed to reach out again if any issue reappears.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction injection via multiple daily injection (mdi). During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer may continue to use the pump.